Manufacturer narrative:
No material received for investigation what makes a determination impossible. The received x-rays/pictures show that the implant is broken inside the body; the complaint therefore has been determined to be confirmed. The available x-rays/pictures do not allow any determination of the breakage root cause of the implant. No material received; without product investigations a root cause cannot be defined. The DHR and dcrm review show that the devices met the specifications at the time of manufacturing and distributing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The IV abx condition is still unknown. The esr and crp result is still unknown. And the type of the open elbow fracture is unknown. The rehabilitation condition: after the operation in (B)(6) hospital, the patient went to the (B)(6) hospital to get to rehabilitate.

Manufacturer narrative:
(B)(6). Date of event is unknown. Patient heard plate fracture sometime at the end of (B)(6) 2016. (B)(4). Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, a patient accepted internal fixation of humerus. No anomalies occurred during the procedure. At the end of the (B)(6) 2016, patient heard a fracture sound of the plate when he took an ashtray. The patient returned to the hospital for check and it was found that the plate was broken. The surgeon performed a revision surgery on (B)(6) 2016. The broken plate was retrieved from the patient. Patient condition was reported as stable. Concomitant medical products: screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) ti lcp humerus plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Correct device history record review: manufacturing location: (B)(4). Manufacturing date: august 19, 2008. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history record (DHR) review was performed on part # 441.278, lot # 7580217: manufacturing location: (B)(4), manufacturing date: 08 september 2011. No non conformance reports (ncr's) were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial surgery was an open reduction and internal fixation of distal humerus fracture. On (B)(6) 2016 patient accepted internal fixation surgery. From (B)(6) 2016 patient went to the hospital for recovery treatment. Patient went to hospital for examination, the surgeon stated that the patient was in good condition and the wound healed well. The surgeon suggested the patient to insist on recovery exercise. On (B)(6) 2016, patient took something and heard crunch, then felt pain with limited movement. X-rays were taken on (B)(6) 2016 indicated that the fixed plate was broken. On (B)(6) 2016, patient accepted internal fixation and bone grafting surgeries.